Manufacturer narrative:
The biosense webster inc. Product analysis lab received the device for evaluation on 4/1/2019. The lab found red / brown material on the side of the dome. This returned condition was assessed as not reportable for char. The char is a physical phenomenon of radio frequency (rf) energy delivery and can be the normal result of the ablation process. The presence of char on the electrodes does not represent a serious injury in itself, nor is it necessarily the result of device malfunction. Since the product was received, populated concomitant medical products. Device available for evaluation? Is device returned to manufacturer? Date device returned to manufacturer. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. During the case, the patient went into pulseless electrical activity (pea) and cardiac tamponade was confirmed by the ultrasound catheter. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardium. The patient was stabilized and was transferred to the operating room for surgery as a perforation was thought to be in the left atrial appendage (laa). There¿s no information regarding extended hospitalization, patient¿s outcome or physician¿s causality opinion. The device was visually inspected and char was observed on the tip dome then, during the second visual inspection, no char was observed, this is related to the decontamination process. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested and it was working properly, the force values were observed within specifications. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation and deflection test were performed and it was found within specifications, the catheter was irrigating and deflecting correctly. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Due to the char observed on the catheter tip, char is a physical phenomenon of radio frequency. It can be the normal result of the ablation process; however, an internal corrective action has been opened to investigate this issue. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. A manufacturing record evaluation was performed for the finished device 30127607l number, and no non-conformances was found during the review. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade (requiring pericardiocentesis and surgical intervention) and cardiac arrest. During the case, the patent went into pulseless electrical activity (pea) and cardiac tamponade was confirmed by the ultrasound catheter. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardium. The patient was stabilized and was transferred to the operating room for surgery as a perforation was thought to be in the left atrial appendage (laa). There¿s no information regarding extended hospitalization, patient¿s outcome or physician¿s causality opinion. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.